Manufacturer narrative:
This report is submitted on february 01, 2019. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently, the patient was treated with antibiotics (date and duration not reported).